Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and subsequent patient outcome could not be conclusively established through this evaluation. The customer reported that no further information was able to be provided. Heartmate ii lvas, serial number (B)(6) was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of the IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from right ventricular heart failure. It was not reported if the outcome was device or therapy related. It was unknown if the device was explanted or if it would be returned.